Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited increased capture thresholds and intermittent loss of capture. The patient was dependent but was asymptomatic. The lead was capped and replaced. The patient was doing well post surgery and would continue to be monitored.